Manufacturer narrative:
The customer reported that the system had an issue with the chamber pressure maintenance. The case was completed with no patient harm reported. The company service representative examined the system and found the pressure to be below specifications with a value of 628 mmhg. The fluidics assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on march 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming fluidics assembly. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during phacoemulsification phase, intraocular pressure (iop) became lower. This issue occurred with several patients. No patient harm occurred and all the procedures were completed.